Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there was foreign material in the syringe. To aid in the investigation, one sample out of the packaging blister and two photos were received for evaluation by our quality team. A visual inspection was performed. The foreign matter has the appearance of rubber material, not organic matter. No other defects or imperfections were observed. The foreign matter was sent to a laboratory for analysis which confirmed it is the same material of the rubber stopper. A flush test was performed ten times and in each test the foreign matter clung to the inner wall and never left the syringe barrel. The rubber stopper of the actual sample was analyzed with a 10x magnifier lens and no damages or imperfections were observed. In the two photos provided, one shows the sample received and the other photo shows a packaging blister top web. It could be possible that, during the trimming process of the stopper, a piece of material was left adhered to the stopper and then ended up loose after filling the syringe with medication. A device history record review was completed for provided material number 309653, lot number 1056447. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "foreign material."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there was foreign material in the syringe. To aid in the investigation, one sample out of the packaging blister and two photos were received for evaluation by our quality team. A visual inspection was performed. The foreign matter has the appearance of rubber material, not organic matter. No other defects or imperfections were observed. The foreign matter was sent to a laboratory for analysis which confirmed it is the same material of the rubber stopper. A flush test was performed ten times and in each test the foreign matter clung to the inner wall and never left the syringe barrel. The rubber stopper of the actual sample was analyzed with a 10x magnifier lens and no damages or imperfections were observed. In the two photos provided, one shows the sample received and the other photo shows a packaging blister top web. It could be possible that, during the trimming process of the stopper, a piece of material was left adhered to the stopper and then ended up loose after filling the syringe with medication. A device history record review was completed for provided material number 309653, lot number 1056447. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "foreign material."